Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2017, a 23mm trifecta¿ gt valve was implanted. On (B)(6) 2017, during a lab test it was noted the patient had deceased of hemoglobin and thoracic scanner showed a right hemothorax. A pleural unblocking and drain was performed. The patient was reported to be stable condition. ((B)(4)).

Manufacturer narrative:
An event of "decrease of hemoglobin" and right hemothorax was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.